Event description:
The hcp reported the patient experienced a sudden onset of increased spasticity and a fever. The patient thought she heard a pump alarm. She had been recently diagnosed with a urinary tract infection and was just beginning treatment for it. The hcp saw the pt in the clinic. The pump programming was verified as correct and there was not a reservoir volume discrepancy of greater than 25%. The patient was treated with supplemental oral baclofen and a therapeutic 50mcg bolus of medication. The hcp was monitoring the patient for response to the treatment. A follow up report will be sent when additional information is received.